Event description:
Additional information was received as follows: the patient had a cerebral bleed which required treatment. The type proximal type I endoleak and migration will not be addressed at this time until after the cerebral bleeding complications is resolved.

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 47 mm diameter x 75mm length abdominal aortic aneurysm. The proximal neck was 24-25 mm in diameter and 20 mm in length. The distal aortic neck diameter at the aneurysm entrance was 28 mm. There was a right common iliac artery aneurysm of 38 mm in diameter. The left common iliac artery aneurysm was 53 mm in diameter. The right and left external iliac arteries measured 11 mm in diameter bilaterally. It was reported that during a routine follow-up, films showed expanding trend of the aneurysm. At a follow-up from six months ago there was no endoleak noted. Currently it was confirmed that the proximal end of the stent graft migrated and is 6 mm distal to the lower renal artery with a proximal type I endoleak present. The aneurysm has expanded to 64mm from 58mm over the last six months. The patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft migration, endoleak); lack of information (unknown cause of stent graft migration). Conclusion: inherent risk of a procedure (stent graft migration, endoleak); lack of information (unknown cause of stent graft migration).